Manufacturer narrative:
Unknown when patient's discomfort or non-union began. This report is for (5) unknown screw cortex/unknown lot number. Other: UDI: unknown part number, unknown lot number, UDI is unavailable. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2016 due to a non-union (at the proximal 3rd of the humerus). Reportedly, the patient had mild discomfort leading up to the nonunion diagnosis that was confirmed through x-ray. The patient was initially implanted on (B)(6) 2015 with a 5-hole periarticular proximal humerous plate to treat a femur fracture. During the revision, the 5-hole plate, unknown locking screws (quantity x 5) and unknown cortex screws (quantity x 5) were removed and all devices were intact. The patient was revised to an 8-hole periarticular proximal humerous plate, screws, and 5cc of demineralized bone matrix. No surgical delay was reported. No harm was reported to patient. The procedure was successfully completed. No products will be returned. No additonal complaint information is available. This complaint involves 11 devices. This report is 3 of 3 for (B)(4).